Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed replace battery now alarm. Customer's blood glucose was 12.4 mmol/l. Device alarmed less than 10 hours after the low battery alarm. Customer was reporting on second occurrence. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. However, detailed trace analysis confirmed low battery alarms were triggered when backup battery loaded voltage was less than 3.5v due to connector resistance at the j6 printed circuit board. The loaded voltage display at the power graph management tool shows abnormal behavior however, after disconnecting and reconnecting the internal battery connector on the j6 printed circuit board the pump was monitored and functioned properly. The insulin pump was received with operating currents within specification. No unexpected replace battery now alarms noted. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.